Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level increased to 370 mg/dl. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The occlusions were caused by a blockage in the cartridge. The customer changed the necessary supplies and resumed insulin therapy.